Event description:
It was reported that an adverse patient event occurred. A 4.00 x 38mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The inability to cross the lesion caused a significant delay to the procedure that resulted in an adverse patient event. Despite multiple efforts, no further information was able to be obtained.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 4.00 x 38 mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with proximal and mid stent struts noted to be lifted and pulled distally. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified multiple kinks along the length of the shaft. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that an adverse patient event occurred. A 4.00 x 38mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The inability to cross the lesion caused a significant delay to the procedure that resulted in an adverse patient event. Despite multiple efforts, no further information was able to be obtained.